Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her insulin pump got rained on and the device is no longer working. Her blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for pump exposure to fluid, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. No products were returned, and a replacement insulin pump was shipped to the customer.